Event description:
It was reported that (1) device was used during a supra cervical hysterectomy. It was reported by the rep that the neck of the hdh05 blade broke in two at the distal tip. The broken tip fell into the patient and was retrieved. The blade continued to work even after the tip was missing. No adverse effects to the patient and no solid tone was given from the generator. This occurred at the end of the case and bipolar foreceps were used to complete the case. The case was extended 15 minutes.